Event description:
It was reported lead was fractured. As such, lead was capped and replaced. No patient complications were reported as a result of this event. Additional information received reported the lead had been oversensing.

Manufacturer narrative:
Asku